Event description:
It was reported the xenon light source displayed the scope communication error (b30 error) as well as a gritty image. The issue occurred during reprocessing. The customer had to move the connection a bit each time to get a good image. After the phone contact and cleaning the contact points, the problem persisted. Dispatch did phone troubleshooting ; and found the device did effectively have some lint and dust. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information is being added to: section h4. Based on the results of the investigation, it was presumed that large amounts of dust had adhered to the connector, and it was presumed that it caused communication error and b30 error was displayed causing the gritty image. The root cause could not be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with its specifications. Olympus will continue to monitor field performance for this device.